Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx stent, stent dislodgement occurred during delivery to or at the lesion. There was severe tortuosity and severe calcification in the mid segment of the left anterior descending (lad) artery.  The dislodged stent was removed from the patient using a snare. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the patients anatomy and lesion were noted to be very difficult. The lesion was attempted to be pre-dilated. The device did not pass through a previously deployed stent. Force was applied both forward and backward in both directions in an attempt to cross and fix the device at the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The catheter was kinked multiple times along its entire length. The stent was not present on the balloon and did not return for analysis. The balloon folds were partially bunched, the proximal of the balloon was most affected. Crimp impressions were visible on the exposed balloon surface. Proximal to the balloon, the distal shaft was bunched. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.